Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer aspheric single plate lens. A crack or crease was noted in the middle of the lens, while lens was in the injector. There was no patient contact. Additional info has been requested from the facility, but none has been forthcoming. When additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens work order search. A lens work order search was performed and no similar complaints were found within the same work order. (B)(4).